Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain indications for use. It was reported that the healthcare provider (hcp) asked for someone to come to their facility to decrease the pump dose. The hcp stated that the pump was recently changed, and they think it was malfunctioning, or the patient was getting too high of a dose. The hcp stated that they were concerned that the patient will need a narcan drip as the patient was "super sleepy and out of it." The issue was not resolved through troubleshooting. The caller was redirected to the national answering service.